Manufacturer narrative:
(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves and is the formation of significant blood clots on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. In this case, the patient underwent reoperation on pod #1 to treat the thromboembolism with no adverse effects reported for the patient. The device was not returned to edwards for analysis as it remains implanted in the patient. Without return of the device, edwards is unable to confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that one (1) day post-implantation of this device, the patient exhibited non-cerebral thromboembolism. As reported, a large left atrial clot was observed on tee and the patient was taken back to the operating room to remove the clot. There was left ventricular wall dysfunction; therefore, a coronary artery bypass grafting (CABG) and supraventricular tachycardia (svt) to left anterior descending (lad) was performed during the re-operation. The event is noted as resolved and the device remains implanted.